Event description:
It was reported that the surgeon was having difficulty loading a -17.5 icm120v4 12.0mm implantable collamer lens into the cartridge and the haptic was torn by the cartridge during insertion. The lens was removed within the same surgery and a iridectomy was performed. Another icm120v4 was implanted. Sutures were required to close the incision. Pt's post-op best corrected visual acuity is 20/25.